Event description:
It was reported to boston scientific corporation that an endovive low profile replacement button was used during a feeding tube replacement procedure on (B)(6) 2020. According to the complainant, during the procedure, the internal bolster was detached. The procedure was completed with a new endovive low profile replacement button. There were no patient complications reported due to this event. The patient's condition at the conclusion of the procedure was reported to be stable. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.

Manufacturer narrative:
Block h6 (device codes): problem code 2907 captures the reportable event of internal bolster detached. Block h10: the one step button was returned. Visual examination of the returned device found that the button dome presented a tear. With the available information, boston scientific concludes that the button dome was inspected and showed a tear at the tip. Based on the condition of the returned device, engineers determined that this tear may be related to user manipulation and/or some technique applied while using the obturator as a support device under procedure. Boston scientific has determined the most probable cause of this complaint is adverse event related to procedure. It is most likely that the adverse event occurred during the procedure and the device had no influence on event which led to the reported event. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an endovive low profile replacement button was used during a feeding tube replacement procedure on (B)(6) 2020. According to the complainant, during the procedure, the internal bolster was detached. The procedure was completed with a new endovive low profile replacement button. There were no patient complications reported due to this event. The patient's condition at the conclusion of the procedure was reported to be stable. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.